Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr triple lumen powerpicc provena catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A longitudinal crease was observed in the catheter between the 0 cm and 3 cm depth markers; the catheter was observed to be slightly flattened at the location of this damage and appeared to have been compressed. A microscopic observation revealed a large longitudinal split in the catheter along the observed crease. The split was measured to be approximately 0.58 inches long and mostly straight. The surfaces of the split were observed to be flat and granular, which is indicative of a tearing failure mode. The cross-section of the split was observed to be elliptical with a distinct point at the location of the split. The location and physical characteristics of the observed split in the returned catheter suggest the catheter was most-likely damaged due to prolonged circumferential compression, which could be caused by some securement devices and/or dressing techniques. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of reen1981 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported there was a leak in a 3l bard power PICC in a micu patient, the leak was in the white port. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1981 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported there was a leak in a 3l bard power PICC in a micu patient, the leak was in the white port. No other information was provided.